Event description:
Procedure type: inguenal hernia repair. According to the reporter: upon inflating, the balloon would not fully inflate and air appeared to be leaking. The balloon inflated enough for the surgeon to complete the space. It was then removed and co2 was used for the remainder of the case. The case was not extended by more than 30 minutes. There was no bleeding reported in excess of 500cc.

Manufacturer narrative:
(B)(4).